Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a c-section procedure on 9/01/2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.